Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient felt pain while wearing the sensor. Parent decided to remove the sensor. When they pull it off, they notice redness, swelling and it was infected. No medication provided. On (B)(6) 2026, they went to a doctor¿s office to have it checked. Doctor confirmed that it was infected, and no additional testing was done. Doctor advises to take 2 antibiotic pills a day (sulfamethoxazole) for 10 days. They stayed there for 30 minutes and went home. The patient completed the 10 day and is doing fine now and the redness and swelling is already healed. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.